Event description:
During a laparoscopic cholecystectomy procedure, the silicon pad on the padded grasper allegedly came off inside the pt. Surgeon did not try to retrieve it right away. The procedure was later converted to an open surgery (due to unrelated reasons), but the pad was never found.